Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a 5.1 cm in diameter thoracic aortic approximately two years ago. Aortic neck was 37-38 mm in diameter. Distal aorta was 36 mm in diameter. Right and left iliac's were 11 mm in diameter. Left and right femoral's were 10 mm in diameter. Access arteries were moderately tortuous, but there was no tortuosity in the aorta. The access arteries were not calcified. It was reported that currently a type v endoleak was discovered. No intervention has been planned and the patient outcome is continuing without treatment. It was reported that the type v was selected based on taa enlargement of 6.3mm. There was no taa growth from last visit (51 to 54 mm), but there was taa growth from 1-month visit (48 to 54 mm). No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (unknown cause of event). Evaluation, conclusion: (unknown cause of event).

Event description:
An update was received. It was reported that the patient recently expired. The cause of death, location of death, and exact date of death are unknown. The investigator assessed the death to not be procedure related, but the relationship to the device is unknown.

Manufacturer narrative:
Conclusions: death. Insufficient information; cause of death is unknown.

Event description:
Additional information was received. The immediate cause of death was acute cardiopulmonary arrest, with coronary artery disease and hypertension listed as contributing factors. Please note that this device is distributed outside the united states; however, it is similar to a product marketed in the united states.